Manufacturer narrative:
Correction: device code: (B)(4) is not applicable to this event. Eval code - conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion 92 updated to 11. Eval code-result 3233 now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Conflicting information stated that the rep was aware of the event on 2017-nov-05, which was previously reported as 2017 (B)(6). The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump will be returned to the manufacturer.

Manufacturer narrative:
(B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. At the time of replacement the patient was experiencing withdrawal symptoms. The patient had increased pain. The cause of the motor stall was not determined. The patient had previously had a head MRI and the pump recovered but a day later stalled. Medical history was status post gunshot wound with partial lower body paralysis. The patient did not report any accidents prior to the stall.

Manufacturer narrative:
Analysis of the pump on 2017 (B)(4) evealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 35 mg/ml; 0.881 mg/hour, marcaine 5 mg/ml; 0.1259 mg/hour and baclofen 4 mg/ml; 0.1007 mg/hour via an implantable pump. Indication for use was failed back surgery syndrome and non-malignant pain. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were unknown. The date of the event was (B)(6) 2017. It was reported magnetic resonance imaging (MRI) was done on (B)(6) 2017 and the pump recovered but stalled on (B)(6) 2017. The pump was interrogated in the office by the provider. A motor stall occurred (B)(6) 2017 at 06:52; motor stall recovery occurred (B)(6) 2017 at 13:19; motor stall occurred (B)(6) 2017 at 20:51. No interventions/actions were taken to resolve the issue. The issue was not resolved. Surgical intervention was planned for (B)(6) 2017. Patient status at time of this report was alive - no injury. No further complications were reported.